Manufacturer narrative:
Actual device is expected to be returned by user facility. This product was recently acquired by conmed. A supplemental report will be filed.

Event description:
It was reported that "monitor will not recognize the pads."